Manufacturer narrative:
The product associated with the event was returned and evaluation / analysis was performed. Evaluation / analysis of the device identified the speaker assembly did not produce audio. After parts replacement, the device was returned to functional use with no further issues identified.

Event description:
Evaluation of the device at bench repair identified the speaker assembly not producing sound. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.